Manufacturer narrative:
The complaint allegation was confirmed based on the customer's attached picture case-(B)(4) _incoming picture 1.jpg, which revealed the damage to the device. Evaluation of the customer's attached picture of the ar-5035tc-10 cannulated delta tapered biocomposite interference screw, 10 mm x 35 mm, batch 15162964: it was observed that the bio screw was broken off at the distal end; the screw tip geometry is missing due to the breakage. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. Direction for use. Dfu-0111-eor2_fmt_en. G. Precautions. 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke during insertion. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.